Event description:
Health professional reported an alleged leak "along the tubing from the port to the band." The entire system was explanted and replaced. The surgeon had "suspected a possible leak" when there was "straw-like colored fluid present upon aspiration of fluid" from the band.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. A visual examination may determine the connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."